Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Infected right revision tkr, washout and poly exchange: surgeon: (B)(6), (B)(6) 2020. The patient underwent revision total knee replacement using sigma tc3, on (B)(6) 2012. Presented to the surgeon with signs of infection. Procedure performed was a debridement washout and exchange of insert. Existing size 5, 10mm insert was removed and replaced with a new insert of the same size and thickness. The surgeon stated there were some signs of lysis behind the femoral prosthesis, however, he stated that the components remained well fixed and stable at this time.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not bsynthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.